Event description:
Event: post implant intervention to treat thrombosed limb. Case detail: a follow up visit revealed a thrombosed graft limb. The limb was reballooned and additonal stents were placed in the graft limb.